Event description:
A stonetome device was used during a procedure. According to the complainant, a cannula was placed to the papilla and 0.035inch jagwire was crossed to the lesion. When this device was advanced to the lesion and an attempt was made to cut, a bend was noted at the blade and the device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
As received, it was found that exposed cutting wire was bent, confirming the customer complaint. It appears that the tension of the cutting wire was not set right during the handle assembly (manufacturing). The cutting wire could have been bent due to a combination of subsequent manufacturing/ packaging operations, setting of the tome in the tray/ package and the effect of sterilization or during customer usage/prepping due to the lack of tension/too much slack in the cutting wire. A device history record review of lot number 11542650 was performed and revealed no issues.